Manufacturer narrative:
Medela customer service provided verbal sanitizing instructions for the customer. On (B)(6) 2016, the clinical assessment indicated that mom and baby had received a full course of anti-fungal treatment and their thrush was resolved. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer¿s thrush. Reported issues of thrush are under investigation in (B)(4).

Event description:
The customer reported to medela customer service via email that while pumping with the pump in style advanced breast pump, his wife and baby were diagnosed with thrush. The customer's wife was prescribed a course of fluconazole, and the baby was prescribed oral and topical nystatin. The doctor also stated to sanitize all the breast pump parts prior to pumping.